Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin on the power connector was confirmed. The white connector had a bent pin 4 (negative power line). The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis despite the bent pin. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use and heartmate iii patient handbook explain how to care for the equipment which includes the controller. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller was exchanged due to bent pins on the white power connection. The account planned to return the controller.